Manufacturer narrative:
This device is used for treatment, not diagnosis. The microplex coil system (mcs) is intended for the endovascular embolization of intracranial aneurysms and other neurovascular abnormalities such as arteriovenous malformations and arteriovenous fistulae. The mcs is also intended for vascular occlusion of blood vessels within the neurovascular system to permanently obstruct blood flow to an aneurysm or other vascular malformation and for arterial and venous embolizations in the peripheral vasculature. Per the instructions for use: potential complications include, but are not limited to: hematoma at the site of entry, vessel perforation, aneurysm rupture, parent artery occlusion, incomplete aneurysm filling, emboli, hemorrhage, ischemia, vasospasm, coil migration or misplacement, premature or difficult coil detachment, clot formation, revascularization, post-embolization syndrome, and neurological deficits including stroke and possibly death. Cases of chemical aseptic meningitis, edema, hydrocephalus and/or headaches have been associated with the use of embolization coils in the treatment of large and giant aneurysms. The physician should be aware of these complications and instruct patients when indicated. Appropriate patient management should be considered. Based on the investigation findings the complaint is confirmed. The device was stretched with the distal tip of the coil broken and removed from the device. The tip was not included for evaluation. The most likely root cause for this complaint is due to the device being exposed to a force that exceeded the maximum tensile specification. (B)(4).

Event description:
It was reported that during the treatment of an aneurysm, embolization coil positioning difficulty was encountered as the microcatheter was kicking out upon positioning. It was decided to remove the device and select a shorter coil, however it doing so, it was thought that the coils stretched. Angios were run to determine coil location and to verify it didn't break. No coil was identified in an unintended location. The entire system was withdrawn. Upon removal outside the patient, the coil was observed to be hanging outside of the guide and microcatheter. No intervention was taken. The patient appeared to be in stable condition when the procedure ended. No harm or injury was reported.